Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient has one lead with all contacts completely out due to impedances. It was noted that the lead was fractured where it entered the ipg. The patient reported that she felt like the stimulation was causing bladder stimulation and sensation to use the restroom. The patient also reported that the stimulator was causing pressure and pain at the tailbone and incision sites.

Manufacturer narrative:
Additional information was received that database analysis revealed that the impedance measurements revealed eight contacts with high values, and the ipg appeared to be working as expected.

Event description:
A report was received that the patient has one lead with all contacts completely out due to impedances. It was noted that the lead was fractured where it entered the ipg. The patient reported that she felt like the stimulation was causing bladder stimulation and sensation to use the restroom. The patient also reported that the stimulator was causing pressure and pain at the tailbone and incision sites.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced because it was completely fractured. The patient is reportedly doing well. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient has one lead with all contacts completely out due to impedances. It was noted that the lead was fractured where it entered the ipg. The patient reported that she felt like the stimulation was causing bladder stimulation and sensation to use the restroom. The patient also reported that the stimulator was causing pressure and pain at the tailbone and incision sites.